Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Information on patient initials, date of birth, weight, race and ethnicity, gender, medical history and admitting diagnosis were requested but not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "IV pump alarm was beeping and infusing rapidly with no message on the screen after a couple of attempts to restart it by an educator pump started to function correctly pump was taken out of the room and it was reported to biomed." There was no patient harm.